Manufacturer narrative:
The I-stat eg7+ cartridges, lot# p08274a, boxes 0822 to 0874 have a suboptimal pouch seal. Additional catalog# 06f01-02.

Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA district office, 2009 by voicemail, and 2009 by facsimile, of the remedial action.